Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory. The device was found to be below the expected limits. No high current drain sources were found during testing. A new battery was attached to the device and communication was re-established. Device testing found normal device function. The cause of the depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that the device was explanted.

Event description:
The patient presented to clinic due to a vibratory alert. Upon interrogation, it was noted that the battery went from eri to eol in two days. The possibility of a hardware malfunction was suspected. The device will be schedule for replacement. The device remains implanted.